Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was 411 mg/dl at the time of the incident. The customer's blood glucose was 180 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer stated that she was wearing the insulin pump at the time of call. The date of the hospitalization was (B)(6) 2015. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.